Event description:
An adult pt was diagnosed with a necrotizing soft tissue infection and was undergoing the fifth hyperbaric treatment. The patient had 4 successful treatments subsequent to this treatment - all with successful ventilatory assistance. The pt's EKG was being monitored and the pt was being ventilated successfully with the 500a ventilator outside the hyperbaric chamber, prior to closing the door of the chamber. The pt was on the way to 2.4 ata, but at 2.0 ata, the pt's heart rate started to drop. At first they didn't think anything was wrong with the ventilator, but they began to decompress the pt. During decompression, they noticed that the ventilator was not cycling. There was no positive deflection of the peak pressure manometer or the flow reference gauge. The pt was then ventilated with a resuscitator bag and vital signs returned to normal. The pt was ventilated outside the chamber successfully and again placed in the chamber. When compression began, the same symptoms occurred. This time, the pt only reached 6 "psig" before the staff realized there was no ventilator cycling or movement on the manometer gauges. The emergency manual button was depressed with no results. The chamber was decompressed. The pt was successfully bagged with the resuscitator bag and taken to the intensive care unit. There was no pt compromise. Both an immediate chest x-ray and neurological assessment were negative. The pt subsequently has been discharged to home.